Event description:
Medtronic received information that a patient treated with a react-68 catheterm and soitaire sfr4 stent had a distal embolization after revascularization during procedure. Occlusion of the inferior branch of left middle cerebral artery after left internal carotid artery revascularization. Nihss score: 17, mrs score: 0. Treatment was administered with percutaneous intervention. There was no ho spitalization or surgical intervention. The event is resolving. Pre-procedure mtici score: 0. Final post-procedure mtici score: 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the final post-procedure mtici score 3; post-procedure 24h nihss 5 and outcome of the event is recovering/resolving. Patient details: nihss baseline 17 - 24h 5 ¿ discharge 4. The adverse event (ae) was treated with a percutaneous intervention, no hospitalization or other actions taken. Causality assessment provided as: not related to procedure and devices; causal relationship to disease under study and underlying condition or disease; the rationale for the relationship to system or procedure: distal embolization after revascularization was a possible outcome after the procedure. The patient recovered/resolved (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported nihss score available: 13.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. On (B)(6) 2025, the sponsor assessment indicated that the clinical events committee(cec) reviewed the event and confirmed it was serious, causally related to the procedure, and possibly related to both the react and solitaire devices.